Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was exposed to moisture. Customer's blood glucose level at the time 584mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No moisture damage found inside the pump. The insulin pump passed the displacement, operating currents, self-test and off no power tests. No blank display was noted. The insulin pump was received with minor scratched display window and cracked case at display window corner.